Event description:
While performing a demonstration before the scheduled biopsy, the device did not initialize and displayed error codes. During trouble shooting it was also noted that the probe cutter would not advance or rotate. An alternate biopsy method was used to complete the case with no patient consequence. The device was returned for service and repair.